Manufacturer narrative:
(B)(4). This MDR reports the second pipeline flex device that was attempted in this event. The pipeline flex was returned for evaluation without its pushwire, which was discarded at the site. One end of the pipeline flex was found not opened due to damaged braid. The other end was found fully opened with damaged braid. The cause for the damage could not be determined. Based on evaluation of the returned device, the complaint of pipeline flex failure to open distally could not be confirmed. The pipeline flex was returned without its pushwire attached, therefore, the distal and proximal end of the pipeline flex could not be determined. One end of the pipeline flex was not opened due to damaged braid. The other end was fully opened with damaged braid. It is possible that the damage to the braid may have contributed to the reported issue. However, the cause for damage could not be determined. The cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note per the pipeline flex instructions for use: the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).

Event description:
Medtronic received report that two pipeline flex devices did not open during a procedure. The patient was being treated for a large, unruptured, extremely dysplastic, fusiform aneurysm encompassing the left internal carotid artery (ica) from the petrous to ophthalmic segments. The first pipeline flex was implanted without any noted issue. A second pipeline flex ((B)(4)) was navigated to the treatment site without any issues. At deployment, the distal end would not open; it had a trumpet shape. The pipeline flex was resheathed and re-deployed two times, which was unsuccessful in opening the device. The pipeline flex and microcatheter were removed together. The third pipeline flex attempted was implanted successfully. The fourth pipeline flex ((B)(4)) attempted also did not open distally - it had a trumpet shape on the distal end. The pipeline flex was removed from the patient leaving the microcatheter in place. The fifth pipeline flex attempted was implanted successfully. Angiographic result post-procedure was slow flow. There was no report of patient injury as a result of this event.